Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 3006425876-2016-00031. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the patient's room, resistance was met. As a result, the guidewire was removed from the patient's internal jugular and at that time found to be kinked approximately 2cm from the tip. As a result, a new kit was opened and used. There was no reported delay, death, or complications to the patient as a result of this occurrence.